Event description:
Orthopedic surgeon was tightening a screw and the tip of the hex driver broke off into the tip of the screw. The broken piece was recessed in the screw head. No injury to pt. Did not attempt to remove broken tip due to potential for further patient harm.